Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report for an unrelated issue. During servicing, a reportable event was discovered. The belt was non-functional. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an exposed wire of excessive length extending into ECG electrode c, creating noise failure. The root cause for the excessive length is a supplier manufacturing error. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.